Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a lap. Gastric bypass, the hand activation button did not work on device. A the problem was not noticed at the start of the case and a second disposable was used to complete the case. No patient consequence reported.